Event description:
Additional information was received indicating the patient underwent surgical intervention on (B)(6) 2023 wherein the patients ipg was replaced and therapy was restored.

Manufacturer narrative:
It was reported the patient was in the operating room on (B)(6) 2022 for a fusion procedure and the ipg was not placed into surgery mode. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was in the operating room on (B)(6) 2022 for a fusion procedure and the ipg was not placed into surgery mode. Troubleshooting was attempted by a manufacturer representative to no avail. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.